Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting high thresholds and undersensing some ventricular fibrillation and it was believed to have microdislodged. At the most recent upgrade procedure the decision was made to surgically abandon and replace this lead. To date, there have been no additional adverse patient effects reported.